Manufacturer narrative:
During failure analysis, overheating was not duplicated during performance testing. Visual examination revealed worn/damaged internal components. The drive shaft assembly was identified as the probable cause of the failure. The damaged components were replaced and the device was repaired and returned to the customer.

Event description:
The stryker tps micro driver was sent in for evaluation due to overheating. According to the customer, no further information is available regarding the event.